Event description:
The author of a literature article reported a patient experiencing "dysphotopsia" with a prominent dark temporal shadow ("rim") extending throughout the temporal periphery in the left eye, following intraocular lens (iol) implant surgery. A yag laser anterior capsulectomy was performed three (3) months postoperatively with no improvement in symptoms following the treatment. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account for further investigation. Attempts have been made to obtain information. A completed questionnaire has not been received. Folden, d. Neodymium: yag laser anterior capsulectomy: surgical option in the management of negative "dysphotopsia," j cataract refract surg 2013; 39:1110-1115. (B)(4).